Manufacturer narrative:
(B)(4). Device evaluation: the pcs (pneumatic control switch) assembly was returned for evaluation. Visual inspection of the pcs assembly was performed and found rust in the vent port. No other defects or damages were noted. The pcs assembly in question was installed into a known good intra-aortic balloon pump (autocat2w) and performed functional testing. The pcs assembly in question failed the functional test. The pump alarmed "purge failure 5" immediately after pumping was initiated. The pcs assembly was then removed from the pump. The pcs assembly in question was installed onto the mdt-50 leak tester and failed leak testing. The leak was detected to be coming from vent port v1. The vent valve v1 was powered with 12 vdc using external power supply and no clicking sound was noted. The external power supply was then switched on/off multiple times with no reaction to the vent valve. Visual inspection of the pcs assembly internal hardware was performed and noted the release spring inside the vent valve was compressed. No other abnormalities were noted. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. See other remarks section for continuation. Other remarks: conclusion: the reported complaint of "helium loss alarm" is confirmed by teleflex (B)(4); however, the reported alarm could not be replicated during the functional test. Instead, the pump alarmed purge failure 5. A leak was detected to be coming from the vent port, which caused the purge failure alarm. The leakage from the vent port was caused by the release spring malfunction. The cause of release spring malfunction is undetermined.

Event description:
It was reported via an eqr (expedited quality review) report. Pump was on patient. Symptom - alarm possible helium loss. Need to replace the pcs (pneumatic control switch). Intra-aortic balloon pump (iabp) switched with another iabp as they have four units at the hospital. No complication for the patient. Action: part has been replaced according to high service standard.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via an eqr (expedited quality review) report. Pump was on patient. Symptom - alarm possible helium loss. Need to replace the pcs (pneumatic control switch). Intra-aortic balloon pump (iabp) switched with another iabp as they have four units at the hospital. No complication for the patient. Action: part has been replaced according to high service standard.